Manufacturer narrative:
(B)(4). This complaint is for a report of a damaged cassette. Complaint is confirmed because patient reported animal/(B)(6) bit the patient line. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. The assignable cause for the reported problem was animal damage.

Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during use. Per the initial report, the home patient (hp) cat bit the patient line. The technical service representative (tsr) helped the hp to end therapy early. Global product surveillance contacted the peritoneal dialysis nurse (rn) on (B)(6) 2011. The rn stated that she did see the hp and there were no complications. The hp is continuing with therapy. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.